Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Left-sided atypical chest pain around the site of the crt for 3 days prior to admission on (B)(6) 2021. Tropx3 and ECG unchanged. No heart failure involved. Should additional information become available, this file will be updated.